Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 2 months post implant of this bioprosthetic aortic valve, the valve was explanted and replaced with a 25mm non-medtronic bioprosthetic valve along with a dacron tube due to stenosis. No additional adverse patient effects were reported.